Event description:
It was reported that the device was used during a take down of a jejunostomy procedure. It was reported by the rep the linear stapler fired only one row of staples on one side. 1/14/1999 only two thirds of the staple line fired. Another tl60 was pulled to complete the case. There was no consequence to the pt.